Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the delivery catheter was returned in segments and analyzed. Analysis indicated that the mechanical operation of the catheter splitting showed a spiral slit. The mechanical operation of the catheter shaft was kinked/buckled. The mechanical operation of the catheter showed a slit not on score line. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the catheter tore apart during slitting, which was noted to be just after the hub. The catheter was not replaced. No patient complications have been reported as a result of this event.